Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. Patient 1 initial result was 6.33 mg/dl. The repeat result was 8.39 mg/dl. The sample was repeated on a different c503 analyzer and the result was 8.40 mg/dl. Patient 2 initial result was 6.51 mg/dl. The repeat result was 8.29 mg/dl. The sample was repeated on the different c503 analyzer and the result was 8.39 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The ca2 reagent lot number was 836417 with an expiration date of 31-jan-2026. The field service engineer (fse) found an issue with a sample probe and replaced it. Precision testing was within specification. Calibration was last performed on 12-feb-2025 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The customer used a centrifugation time of 5 minutes at 4500 revolutions per minute (rpm). Based on the sample tubes used, this centrifugation time may be too short and the speed may be too fast. The investigation determined that the issue found by the fse was the root cause of the event.